Event description:
When qcing [quality controlling] urine strips they failed the test. For nitrate and level control 1 and it tested positive on 3 strips. All other boxes of strips that were qced that day and from the same lot number passed without an issue.